Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that ins was not functioning like it used to and has to be charged more. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the ins not working like it used to and recharging more was unknown, but is likely due to the age of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2017-sep-15 noted that they would meet with the patient on 2017 (B)(6). Additional information was reported by a consumer via a manufacturer representative on 2017 (B)(6) that the patient was unable to charge or use their patient programmer. The patient had last charged about 1 month ago. The antenna locator (al) feature was used and they were unable to charge per the normal process. A power on reset (por) appeared on the recharger screen before it flipped into normal recharge mode. The patient was information to charge the implantable neurostimulator (ins) to full and keep the ins charged more frequently to avoid another overdischarge. The issue was resolved at the time of the report. No surgical intervention was planned or performed. Medical history and patient weight were asked but would not be made available. The patient¿s status was confirmed to be alive w with no injury. Additional information from the representative on 2017 (B)(6) confirmed that the patient had been overdischarged and that normal charging was able to be performed after a physician manual reset. The patient was going to see another representative on (2017 (B)(6)) to clear the por. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's stimulator wasn't functioning like it used to and they are having to charge more often. The patient denied seeing an eri screen and is just shy of 8 years since implant. It is unknown if any factors led to the issue. The rep stated that they are seeing the patient soon and will assess the status of the battery and check impedances. No further complications were reported or anticipated. No symptoms were reported.